Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. General reagent or instrument problems could be ruled out as the calibration and qc were acceptable and the instrument was checked to be ok.

Manufacturer narrative:
.

Event description:
The customer received a questionable glucose/hk results for an unknown number of patient samples. An example was provided of an initial result around 800 mg/dl and then auto-repeated around 140 mg/dl. Specific data was only provided for two patient samples that occurred on (B)(6) 2015. Patient 1 initial result was 301 mg/dl. The repeat result was 87 mg/dl. Patient 2 initial result was 263 mg/dl. The repeat result was 104 mg/dl. The repeat results were believed to be correct. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided. The customer stated the reagent was changed to another channel and the issue seems to be resolved. The field service representative suspected a rinse or a sample issue. He replaced the cells, inspected the sample probes, rinse mechanism, and stirrers. He found a clot stuck to one of the paddles. The customer calibrated and ran controls with all results in specification.